Event description:
The dealer reports for the customer that the dermatome calibration is not producing the graft that they set for and expect. Unable to use first graft. Used a different dermatome for a second graft. There was no pt injury. Unable to acquire any further info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.